Event description:
Patient revised due to infection. Explantation of a reclaim hip stem. Doi: (B)(6) 2023; dor: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Bfarm DHR review: product description: triloc ii cup 32/50mm. Product code: 13050. Lot number: d21111405. DHR review comments: 1) quantity manufactured: (B)(4) pcs. 2) date of manufacture: 14-nov-2021. 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 31-oct-2026. 5) IFU reference: IFU-78412358. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
Additional information was received and stated that the removal was due to the nail cut-out from the femoral neck with secondary reposition loss.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.